Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the customer observed that the secondary surgeon side console (ssc) could not control universal surgical manipulator (usm) 3. The technical service engineer (tse) reviewed the logs and did not find related errors/faults. The tse asked if the customer was properly performing give/take between consoles. The customer confirmed that they were. The tse asked the customer to check master associations. The tse reviewed logs for arm association and found no issues. The surgeon at ssc2 was not able to go into follow mode after taking control of usm3. The surgeon confirmed they could go into follow mode on arms 1 and 4 with no issues. The tse recommended performing a soft reset on the system by using e-stop and recovering. The customer did not want to perform the e-stop at that time. The customer continued with the procedure with the system as is. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed upon field evaluation. The fse could not match grip to gain control on right master tool manipulator (mtm) on surgeon side console (ssc) 2. The grip auto verification, calibration and grip open sampling also failed. The fse replaced the right mtm to resolve the issue. The system was tested and verified as ready for use. Isi received the mtm involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation was able to reproduce the reported failure "grip calibration failure along axis 8 / gimbal grip". Upon visual inspection, the magnet was found to be detached from the grip lever. A review of the site's complaint history does not reveal any related complaints involving this product and/or this event. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. No image or procedure video was provided for review. This complaint is considered a reportable event due to the following conclusion: a ssc was in an unacceptable state after the start of the procedure as the ssc would not control the universal surgical manipulator (usm). While the surgeon was able to continue with the procedure robotically using the remaining functional arms, the reported issue could be indicative of a system functionality problem that results in the system being in an unacceptable state (limited availability of system arms). While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.